Event description:
Clinical study. It was reported that during a coronary artery drug eluting stenting treatment procedure moderate balloon withdrawal resistance was noted after taxus sent deployment. The index procedure treated one unk target lesion. The target lesion had a 2.3mm vessel diameter and was 95% stenosed. The lesion was predilated prior to the placement of one taxus liberte 2.25x24 mm drug eluting stent. After deployment the physician experienced moderate withdrawal resistance when trying to remove the balloon delivery system from the taxus stent. In order to remove the balloon the physician performed 3 to 4 balloon inflate/deflate cycles until the balloon was free. After the balloon was free of the stent it was withdrawn easily. The maximum atmosphere that the balloon was inflated to was 18 atm. The taxus stent was post dilated after deployment. The procedure was successfully completed. No complications were noted as a result of this event, however, slight residual chest pain post procedure was noted and was relieved by paracetamol/mylanta. Otherwise no other problems were reported and the pt was discharged as per hospital procedure the following morning.